Manufacturer narrative:
In the initial MDR, the incorrect model and PMA were entered inadvertently. The following sections have been updated accordingly: model#: zxr00v. This report is being filed on an international device; tecnis symfony optiblue, that has a similar device, tecnis symfony model zxr00 which is distributed in the united states under (B)(4). Device evaluation: the product was received in a zip lock bag. Visual inspection with the unaided eye shows the product was damaged, most probably to make the explant possible. The product was inspected by a qualified inspector using 12x microscope magnification. It could be seen that the product was damaged. Small scratches could be seen on the anterior side of the optic body due to explanting the lens. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: exact date of event is unknown/not provided best estimate is during 2017. If implanted; give date: unknown/not provided. (B)(4). Unexpected post-operative refraction. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon explanted an intraocular lens (iol) due to unexpected postoperative refraction. Another iol was implanted. No additional information was provided to abbott medical optics.